Event description:
Upon correctly applying the banding device, the knob on the bander was turned. A "click" was heard. The band did not deploy. Esophageal bleeding increased after banding attempt. Diagnosis or reason for use: bleeding esophageal varices. Event abated after use: yes.